Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was failed to capture and failed to sense. It was noted that there was blood in the rv lead insulation. The rv lead was replaced and the procedure continued with the new lead. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, and insulation damage were not confirmed. A complete lead was returned in one piece. Ivsual inspection, x-ray examination and electrical testing of the lead did not find any anomalies except damage consistent with procedural damage.